Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening on the posterior and crease flat. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified one sharp opening on the posterior and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side biocell textured, rupture". Device remains implanted.